Event description:
Allegedly failed cup. No bony ingrowth after 1 year. Revised due to pain.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in the package insert. Additional information has been requested. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been reiceved from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00209.